Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo_13.2; -8.00/1.0/095 (sphere/cylinder/axis) diopter implantable collamer lens into the patients left eye (os) on (B)(6) 2024. The lens was reported as having excessive vault. On (B)(6) 2024 the lens was explanted and later that same day replaced with a shorter length lens. Cause was reported as unknown this resolved the problem

Manufacturer narrative:
H6: 1494: off-label; age<21 years old at the time of implantation. (B)(4).